Event description:
It was reported by service report that the footboard screen was broken on the bed and the bed exit and I-awareness were not functioning properly. No pt involvement or adverse consequences are reported.